Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received medical treatment as a result of high blood glucose. The customer's blood glucose level was in the range of 200-300 mg/dl at the time of the incident. The customer's current blood glucose level was 350 mg/dl. The customer was reported to have severe infection and cellulitis. The customer was treated with manual injection in doctor's office. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.